Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while advancing the lens in the eye, the surgeon noticed the haptic was bent and capsular bag was damaged. The incision was enlarged to remove the lens and a vitrectomy was performed. The backup lens was implanted and sutures were used. Reportedly, the patient was reported as developed endophthalmitis and was referred to a retina surgeon for a vitrectomy.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found both haptics bent and a large chunk of the optic torn off and missing. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined. However, information written by customer on the returned lens box stated "loaded wrong".

Event description:
Additional information: the case was complicated by the lens trailing haptic being broken upon insertion. The lens was removed and another lens was implanted in the sulcus. Reportedly, the surgery center's equipment was "less than perfect for iol removal which prolonged the case."